Event description:
Complainant alleged that during the incoming inspection of the device, the technician observed a "bridge test failed" message. The complainant indicated that there was no patient involvement in the reported malfunction.